Event description:
The customer reported that they could not hear the alarm from one sector. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote service engineer (rse) confirmed the event. The rse was unable to remotely log into the customer's system, but the rse did troubleshoot the issue with the customer over the phone. The rse had the customer restart the central station which resolved the issue. This is considered a product malfunction; the cause was not determined. The device remained on site. No further investigation or action is warranted at this time.